Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs6eza1. Hardware: sm-s918u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient's blood glucose level rose from 143 mg/dl to over 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the cannula was not properly inserted into the infusion site. When removed from the infusion site (abdomen), the pod's cannula was found to be bent, and insulin was noted to be leaking. No treatment information was reported.